Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were used. This procedure was done with intracardiac echocardiography (ice) imaging. Only one clear ice image was available and this was used to help with deployment. The physician used rao 30/caudal 20 as well as rao 30 cranial 10-20 for fluoroscopy confirmation. The (was) was positioned in the appendage and looked deep. With the aid of the pigtail catheter, the (was) was moved to an optimal safe position. The closure device was inserted and the 27mm marker band appeared to be at the level of the ostium on fluoroscopy. The device was deployed, but was far too deep and clearly right at the base of the appendage. Two partial recaptures were performed in order to bring the device back into a suitable position. Tug tests were performed and compression measurements taken with fluoroscopy and ice appeared good. The device was released in the laa. A check for pericardial effusion was performed and there was an obvious effusion observed. The pressures then started to drop. The physician performed a pericardiocentesis draining about 400ml of blood. The heparin was half reversed. The patient was intubated and stabilized on the table. They patient was taken to the operating room to be monitored for a while and do limited view procedure without doing a sternotomy. However, they performed the sternotomy and laa repair after all. The patient was stable and recovering at the time of the report.